Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated the sensor was not reading properly. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of the sensor not reading properly could not be confirmed. A root cause could not be determined.